Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an unresponsive button. The customer's blood glucose was unknown. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The insulin pump received with critical pump error and broken force sensor error was present in format history file due to corrosion on force sensor. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical insulin pump errors. Unable to verify stuck button alarms due to critical insulin pump error. The insulin pump received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and moisture damage on motor assembly.